Manufacturer narrative:
(B)(4). Device manufacture date: march 2016. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle of the suspect device was left showing once disconnected from the connector. The rn rotated the blue inner part of the injector to cover the needle back up. There were no injuries related to the needle. However, a "few drops" of normal saline with potential traces of chemotherapy landed on the patient's mother's hand. Per report, this was the flush after the chemo so it was likely just saline but as it was used on the line that the chemo ran through, it could have had a little chemo in it. The patient's mother washed her hands and there was no redness or irritation noted. She was reported to be "fine" and no further interventions were provided. The customer notes "we circle prime, so the injector is engaged once during priming, then a 2nd time when connecting to the patient."

Manufacturer narrative:
One sealed sample from the reported lot 1603008 was returned for evaluation. A visual inspection was performed and no defects were detected. The grips of the blue part (safety sleeve) that avoid the cannula activation were not damaged and were located in the correct place. The device history record for the reported lot was reviewed and all results were acceptable. Bd was not able to confirm the customer's indicated failure mode. After visual inspection, no anomalies or defects were found in the customer returned sample. The defect can be caused if the blue part of the injector (safety sleeve) is used to connect /disconnect the part to/from the protector. Therefore, the grips of the safety sleeve are damaged/broken and removed from its housing causing needle exposure. See manufacturer narrative.